Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. Several attempts were made to obtain additional information and at this time, no new information has been received. (B)(4).

Event description:
A center director report diffuse lamellar keratitis (dlk) one day post lasik in a patient's left eye. An oral steroid was prescribed and the topical steroid drop dosage was increased. Several attempts were made to obtain additional information and at this time, no new information has been received.